Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation. The root cause was determined due to the external usb connected to the ventilator while the vent was in active operation. Detection of connected removable devices is done in the context of the main applicationthread (gui thread) and utilizes os functions. Bug fix improvements will be implemented on next sw release and this was documented under tfs ID (B)(4).

Manufacturer narrative:
H10: the suspect device has not been return for investigation. However, it was found in logs that the incident occurred on (B)(6) 2024, there was an error followed cfb logs and a system restart. Then 16 minutes later, the same sequence occurs. The incident was due to an attempt to download the trending data while the unit is active ventilating a patient. That action triggers the unit restart, which occurred twice, and it is visible in the logfiles. The unit still operating on sw 6.0.1900.0. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista1000e 17,3" basic ventilator switched off during ventilation. The incident occurred on (B)(6) 2024. Customer confirmed that there is no patient harm. Patient did not removed from the vent.